Event description:
(B)(6): customer reports via phone at system would not fluoro during an unknown patient procedure. Patient was moved to another room and procedure was completed without incident. No reported injuries.

Manufacturer narrative:
Field service engineer (fse) was unable to duplicate problem. Fse was told system stopped fluoroing, but digital spot kept working. Fse opened new patient folder and performed 100 fluoro and digital spots with no problems found. Fse verified proper operation per service checklist (B)(4) and returned the system to full service.